Event description:
It was reported that the right atrial (ra) lead had low impedance with oversensing and subclavian crush. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the partial lead in segments was returned and analyzed. It was noted that the proximal conductor fractured along with the outer insulation being breached in the medial section consistent with clavicle-rib crush. A white substance was observed on the generator end of the outer insulation along with a cosmetic depression.